Manufacturer narrative:
No radiographs, photograph or product were provided to confirm the reported event. No root cause can be determined at this time, however due to the length of time from surgery to infection as well as conveyed culture results suggest that the infection was community acquired. Labeling review: ...all non-sterile parts should be cleaned and sterilized before use." "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications known to occur include: early or late infection which may result in the need for additional surgeries." No product was returned for investigation.

Event description:
On (B)(6) 2016 a patient underwent an interlaminar lumbar instrumented fusion procedure at l5-s1 levels with no known issues. During a follow up it was observed that the incision site was not healing. On (B)(6) 2017 a revision procedure took place to remove the implants without reported issue.

Manufacturer narrative:
Supplemental reported submitted to update section based on information received. Culture results returned negative. No infection was detected, no product malfunction. Patient is reported to be doing well.